Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer is calling to report that the pump shut down completely and did not alert him at all. No adverse event alleged. A request was made for the return of the device.